Event description:
It was reported that the lung or pulmonary vein was damaged by the wire that the farawave catheter goes over. The caller reported that the wire advanced too far out into either the vein or the lung. The caller reported that the injury was confirmed but was unsure how the injury was confirmed. The caller reported that the patient was bleeding out of the ep tube that was connected to the ventilator. The caller reported that the patient's vitals were stable and the procedure was continued. The caller reported that a bronchoscopy was performed during the procedure and no injury was verified at that time. The procedure was completed. The caller reported that after all of the catheters were removed from the patient, anesthesia noted that the patient's blood pressure was 30/20. The caller reported that compressions were performed. The caller reported that a code was called and the patient was placed on ECMO (extracorporeal membrane oxygenation) by the or (operating room) staff. The caller reported that the patient had a CT scan but it was unsure if the CT scan confirmed the injury. The caller reported that the patient's last known status was that the patient was still on ECMO. The caller reported that the soundstar catheter was inside the patient the entire time and the octaray catheter was inside the body in two parts of the procedure. The issue will be documented under the octaray catheter. The caller did not have any information for the octaray catheter and the caller reported that the octaray catheter was unavailable for return. The caller stated that the boston scientific farapulse generator was used for ablation. Additional information was later received indicating the patient died. Doctor thinks the event was related to wire used with boston scientific farawave balloon. Patient placed on ECMO and then comfort care leading to death. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).